Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.the asahi prowater referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4): reportedly, the target area was located in the heavily calcified rca, with three lesions from the proximal to the distal part. The prowater guide wire was only able to be advanced to the mid lesion, as it would not cross the distal lesion. An unspecified balloon catheter was advanced and inflated to 6atm in an attempt to cross the distal part of the lesion, however the devices were still unable to cross the distal lesion. There was no resistance between the balloon and the prowater. The balloon was retracted and a corsair microcatheter was advanced on the guidewire toward the lesion. The corsair could not cross to the distal lesion, either. When positioned with the nose of the corsair in the mid lesion, the corsair was rotated in an attempt to cross. During rotation, the prowater became twisted and the coils became stretched and unwound, but not separated. The devices became stuck together and were removed as a unit. The procedure was concluded at that point. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. Asahi intecc will continue to monitor events and use of their device according to their post marketing surveillance and vigilance procedures. IFU of the corsair microcatheter describes in its section of contra-indications and prohibition: do not use in advanced calcified lesions. Also, in the warning section: if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulation. IFU of asahi ptca guidewire describes in its warning section: never push, auger, withdraw, or torque a guide wire that meets resistance. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, result in fragments being left inside the vessel.

Event description:
It was reported that the target area was located in the heavily calcified right coronary artery, with three lesions from the proximal to the distal part. The prowater guide wire was only able to be advanced to the mid lesion, as it would not cross the distal lesion. An unspecified 2.5 x 12 mm balloon was advanced and inflated to 6 atmospheres (atm), in an attempt to cross the distal part of the lesion. However, the devices were still unable to cross the distal lesion. There was no resistance between the balloon and the prowater guide wire. The unspecified balloon was retracted and a corsair microcatheter was advanced on the guide wire toward the lesion. The corsair also could not cross to the distal lesion. When positioned with the nose of the corsair in the mid lesion, the corsair was rotated in an attempt to cross. During rotation, the prowater guide wire became twisted and the coils became stretched and unwound, but not separated. The devices became stuck together and were removed as a unit. The procedure was concluded at that point. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.